Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that there was pain at the ins site. Patient recently lost 60 lbs. And reported, pain at the pocket site. A new pocket was created to address any positional aggravators and patient elected to replace with a non-rechargeable battery. The issue was resolved. The manufacturer representative (rep) indicated, they would send any further information as they become aware.

Manufacturer narrative:
H3: product ID: 97715, serial#: (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.